Event description:
Reporter alleged blood glucose results of 177 mg/dl on the advantage system compared to 69 mg/dl on a professional meter when tests were performed back-to-back. The customer reported he was experiencing a low blood glucose event at the time. Emt's treated with 3 tubes of glucose gel. A request was made for the return of the suspect devices and replacement products were sent.